Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing baclofen (dose and concentration unknown). Indications for use included intractable spasticity and post spinal cord injury. It was reported that the patient's pump went dry on three different occasions, on unknown dates. The patient reported that he was on the highest available concentration of baclofen. No symptoms were reported, but a sudden change in therapy was noted. The patient noted that the pump continually went dry "because of the dr."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.